Manufacturer narrative:
Investigation into this complaint included a service history review, a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: service history review: a service history review for alinity m system (list number [ln] 08n53-002) serial number (sn) 65 was performed to identify any similar complaints to the reported issue for discrepant results (false positives) while using the alinity m resp-4-plex assay. A product deficiency was not identified by this evaluation. Customer data review: the runs involving the questioned samples were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Environmental contamination cannot be ruled out as a potential cause since no environmental swab was performed. It is recommended as per alinity m system operations manual, that weekly, monthly, and as-needed maintenance be performed to mitigate the risk of instrument and environment contamination. A product deficiency was not identified by this evaluation. Quality data review: CAPA / non-conformance review: a search of non-conformance and CAPA (nc/CAPA) records was performed for instances related to discrepant result against the resp-4-plex assay on an alinity m system as documented in the complaint ticket under review in this investigation. The query for the alinity m system (ln 08n53-002) sn (B)(6) did not identify records related to reported instrument under review alleging discrepant results for resp-4-plex assay. Complaint history review: a complaint history search was performed to identify any complaints against alinity m system and for the reported issue of discrepant results on the resp-4-plex assay. A product deficiency was not identified by this evaluation. According to complaint trending, a trend violation was not identified, and the upper control limit was not exceeded for product 08n53. A product deficiency was not determined by this evaluation for the reported complaint. Based on the results of the investigation elements, a product deficiency for alinity m system (list 08n53-002) was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Additional mdrs for additional false positive results: 3005248192-2023-00181 3005248192-2023-00180.

Event description:
The customer reported 2 false positive results on the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) was tested on (B)(6) 2023 and gave an rsv result of 41.40 cn. Sid (B)(6) was tested on (B)(6) 2023 and gave a flub result of 38.13. The samples were retested on genexepert as they were not in accordance with the patient's history. The retests gave a negative result for both sids. The false positive results were reported outside of the laboratory to the physician who requested the retest. There was no impact to patient management as the physician considers the negative results to be the true values.